Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver was analyzed. Input disk #2 was found completely detached from the base of the housing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, large needle driver instrument was not following surgeon¿s movements. The procedure was completed with no reported injury using backup instrument of same kind. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and there was no any damage or anything out of the ordinary. There was no any shakiness and/or friction experienced/observed and there were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue occurred approximately after 1 hour and a half. There was an unintuitive motion, and the instrument did not move by itself. The instrument moved in the opposite direction.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation is in progress to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.